Manufacturer narrative:
Patient is a current smoker with a history of previous mi, previous pci, hyperlipidemia, and hypertension. Index procedure was prompted by unstable angina. During the procedure, the stent was implanted in a lesion in the mid rca exhibiting 80% stenosis. The lesion was pre-dilated. The stent was deployed at a max pressure of 16 atm and post dilated at a max pressure of 20 atm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
This study described in the journal article sought to assess the safety and effectiveness of the medtronic drug-filled stent (dfs) in the treatment of patients with coronary artery disease. One hundred patients were enrolled in the (B)(4) trial. A (B)(4) of 50 were clinically assessed at 9 months. Another cohort of 50 were to be clinically assessed at 24 months. Follow-up in the 24-month cohort is ongoing. Target vessel locations included left anterior descending, left circumflex, and right coronary artery. Six cases of stent malapposition were observed immediately postprocedure; 4 were resolved and 2 persisted at 9 months. No cases of late acquired stent malapposition were observed. One non¿q¿wave mi occurred on day 263 post-implant in a subject with lung cancer while undergoing a CT guided lung biopsy. At 9 months, there were no cases of restenosis, no target vessel revascularizations, no definite or probable stent thromboses, and no deaths. Please note that this device (drug filled stent) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.